Event description:
It was reported that the insulin pump has an unresponsive keypad. It was also reported that insulin pump may have been exposed to water. The blood glucose level was not included in the report. Nothing further was reported. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. Insulin pump received with motor error during displacement due to corroded motor home switch. Insulin pump was unable to verify alarm test or battery out limit due to motor error. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window.